Event description:
The patient received an scs system including two percutaneous leads on (B)(6) 2009. It was reported that she lost stimulation. A diagnostic test revealed invalid impedance measurements for several lead contacts. The patient denies experiencing any traumatic events which may have contributed to this occurrence. Effective therapy was recaptured via reprogramming with use of the valid contacts. No further complications were reported, and there are no plans for surgical intervention at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.